Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 21mmol/l. It was stated that the customer had ketones and was vomiting. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. The mother stated that the customer sees his doctor every three months to check if he has scar tissue. It was mentioned that the customer uses cold insulin. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.